Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the tower door was attributed to a defective solenoid on the pop latch. A field service engineer cleaned all electrical connections within the tower latches and connectors, applied conductive grease to the market switches, and ensured that all electrical connections were tightened and secured; however, it did not resolve the issue. Further investigation revealed that the solenoid on the pop latch was indeed defective, prompting the replacement of the pop latch assembly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the tower door 2. The customer tried to recover the drawer by rebooting the station, but the issue still persists. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.